Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm how many times this event (needle tip was broken easily)occurred during this one procedure? =>one. 25 packages are disposed because the doctor request it without any investigation. Procedure/event date?=>unk. If event occurred during multiple patients/procedures: =>the event occurred during 1 procedure. Provide the specific number of patient events: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not reported, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu=>(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown veterinary surgery on an unknown date and suture was used. During an unknown veterinary surgery, the needle tip was broken easily. No needle fell into the patient. There were no adverse consequences to the patient. Additional information was requested.